Event description:
The pt received his scs system on (B)(6) 2011, including two leads (with the same lot number). The pt reported he felt stimulation in the correct areas but still felt some pain. The pt requested to be reprogrammed. The pt was to be reprogrammed. Attempts to obtain add'l info regarding the pt's status were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.